Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, posterior capsule rupture was noted. Hence the lens was explanted during initial procedure and replaced with another lens. Additional information was requested, but further no information was available.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).